Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. Replaced left iui with damaged pins. A review of the device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 pcu unresponsive keys CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn15862664 which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn15862664 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.